Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Sit was reported the customer had a "los sensor" on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer stated tha the insulin pump is not communication with the transmitter. The customer was advised that the "lost sensor" alert was occuring during the init period or after init period ccompleted. The customer was advised to use new transmitter to resolve the inssues. No further information was reported.